Event description:
It was reported that a drill pin fractured during surgery. A second drill pin was used to complete the surgery. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.